Event description:
After four insertions and cleanings they physician could not get the turbohawk to come out of the sheath. The nose cone detached from the catheter and the hub of the sheath had to be removed in order to get the turbohawk out of the sheath.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the turbohawk device was received for evaluation with a cutter driver (unattached). The distal tip assembly was torn at the proximal edge of the housing (laser-cut) coil section. The drive shaft/ cutter head assembly was intact and complete. The separated tip assembly exhibited material deformation suggesting a kinking or lateral pulling of the housing against a focal edge (hub). The guidewire lumen (gwl) did not exhibit any longitudinal tearing but exhibited a flaring of the proximal edge (port). The tip assembly housing window exhibited a deformation of the distal edge. Both fracture faces exhibited material deformation of the platinum/iridium housing.